Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/14/2015. The fse found the hgb blanks did not match and produced non-numeric results. He replaced the white blood cell, wbc, bath and the hgb blanks matched. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed non-numeric hemoglobin, hgb, results from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.